Event description:
It was reported that the unit kept running without the pressure sensor.

Event description:
It was reported that the unit kept running without the pressure sensor.

Manufacturer narrative:
Upon reciept of the unit over-pressure was confirmed. (B)(4). Additional information will be provided once the investigaiton has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Visual inspection confirmed the warranty seal is broken and the inflow roller wheel is dirty. The sticker on the back of the unit indicates calibration is not overdue. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source, shaver, and a joint test fixture. Then the pump was allowed to run for several minutes and was not able to maintain the correct operating pressure when set at a pressure of 50 mm hg with no joint outflow and a large amount of outflow from the joint and tested at different flow rates. Overpressure was observed. The pump was opened to see if there were any damage components; none were seen. The possible root causes for overpressure are lower sensor and the roller wheel. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.